Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an interventional leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 23f sheath, and the leadless pacemaker procedure was completed. Reportedly post procedure; after tightening the sutures and successfully advancing the knots to the vessel wall, hemostasis was not completely achieved. Manual suturing with a figure of eight suture was performed and achieved hemostasis. The patient had symptoms of deep vein thrombosis (dvt), the dvt was treated with blood thinners, and the patient is doing better. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effect of thrombosis is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.